Manufacturer narrative:
The user reported his quad select cushion was leaking in one fo the front quadrants of the cushion. The cushion was still under warranty and a replacement cushion was sent to the user. The user was requested to return the cushion with the complaint for evaluation by roho. At the time of this report the cushion has not been returned to roho.

Event description:
User called in with a complaint that his qs1010c cushion is leaking. He has developed a pressure sore from sitting on a flat cushion.